Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l65389, implanted: (B)(6) 1999, explanted: (B)(6) 2012, product type: catheter. Product ID 8711, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving morphine (concentration 20mg/ml, dose 0.740 mg/hr) and compounded baclofen (concentration 340 mcg/ml, dose 12.59 mcg/her) via an implantable pump. The reported information indicated that the catheter was replaced on (B)(6) 2012. No symptoms were mentioned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.